Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product list 2k91-32, that has a similar us product distributed in the us, list 2k91-33.

Event description:
The customer observed the falsely elevated architect ca19-9xr auto diluted results did not correspond to the expected manual dilution result on one patient. The results were provided: initial ca 19-9xr neat result=>1200 u/ml/ on-board dilution 1:10=>12000 u/ml/manual dilution 1:100 =5571.47 u/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets was performed for reagent architect ca19-9xr lot number 08021m800. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 08021m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 08021m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca19-9 reagent, lot 08021m800.